Event description:
The biomedical engineer (bme) reported that the zm transmitter gave incorrect heart rate (hr) waveforms. When he tested the zm device on a simulator that was set to 60 bpm, the device showed 30 to 80 bpm. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter gave incorrect heart rate (hr) waveforms. He tried new leads, but the issue persisted. When he tested the zm device on a simulator that was set to 60 bpm, the device showed 30 to 80 bpm. He confirmed the simulator worked properly when testing a different zm device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter gave incorrect heart rate (hr) waveforms. He tried new leads, but the issue persisted. When he tested the zm device on a simulator that was set to 60 bpm, the device showed 30 to 80 bpm. He confirmed the simulator worked properly when testing a different zm device. No patient harm was reported. Investigation summary: the complaint device was returned to nihon kohden for evaluation. During the evaluation, signs of previous moisture exposure and residue in the ECG socket were found. During testing, the reported issue could not be reproduced. As such, a definitive root cause cannot be established. Previous fluid exposure or residue in the ECG socket may have caused or contributed to the observed issue at the time of reporting. Parts were replaced as part of preventative maintenance. A review of the device's complaint history by serial number reveals no similar issues. Nk will continue to trend and monitor the reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the zm transmitter gave incorrect heart rate (hr) waveforms. When he tested the zm device on a simulator that was set to 60 bpm, the device showed 30 to 80 bpm. No patient harm was reported.